Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr hip implant on his right side. After his surgery, patient began having pain in his right hip, which over time has become progressively worse and now exceeds the pain he had before his hip replacement surgery. Patient will likely undergo a revision surgery. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening. Update: (B)(4) 2012 - medical records were received. The revision operative report indicated that there was corrosion on the trunion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.